Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombus on the device occurred. The patient had a watchman ® laa closure device successfully implanted in (B)(6) 2016. In may, the patient had gastrointestinal bleeding which required hospitalization in the intensive care unit. They stopped antiplatelet therapy and started warfarin. The patient's international normalized ratio (inr) has not been within the normal range even with anticoagulation. During a follow up appointment, the transesophageal echocardiogram (tee) revealed a clot on the closure device. The patient was started on acetylsalicylic acid (asa) medication. The plan is to follow up with the patient in 6-8 weeks and perform another tee.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2016, a transesophageal echocardiogram (tee) was performed and the thrombus was gone. In (B)(6) 2016, the patient stopped warfarin and continued on asa only.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the gastrointestinal bleeding that occurred with this patient was post watchman implant while the patient was on plavix and asa. The patient was admitted to hospital and changed over to warfarin to better manage coagulation with inr monitoring. The inr was subtherapeutic, which is likely the cause of the thrombus. There were no patient complications from the thrombus.